Event description:
Information was received from a consumer via company representative regarding a patient with an implantable pump containing unknown drug. It was reported that the patient had a dye study on (B)(6) which came back as inconclusive. It was then reported that during an unrelated surgery, provider stated that her 8598a catheter was in the way of the area so he had trimmed the catheter "2cm". Due to this the patient believed there was now an issue with the catheter. Another dye study was done in operating room on (B)(6) 2026 due to the first one coming back as inconclusive. During this the cap (catheter access port) was aspirated and found strong flow of csf (cerebrospinal fluid). Dye was then pushed through the catheter and was able to be seen moving through catheter with no resistance. The resident doing that cap study also stated they felt no resistance while pushing dye through. Due to this no revision had to be done.  The dosing was not changed due to this and the resident updated pump. Additional information was received from a healthcare provider via company representative stating that during the unrelated surgery the provider stated he actually cut a portion of the catheter on accident. The dye study was done after the catheter was cut. They were still unsure as to why it was inconclusive. The second dye study was done in the operating room and was found the catheter was clear and csf was noted.

Manufacturer narrative:
Continuation of d10: product ID 8598a lot# serial# hg7wudg07 implanted: 2024-07-11 explanted: product type catheter product ID 85 96sc lot# serial# hg7xxm703 implanted: 2024-07-11 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8598a, serial/lot #: hg7wudg07, ubd: 09-may-2026, UDI#: 00763000825539 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.